Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the distal balloon bond and extending approximately 28mm proximally across the balloon material. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified near middle forearm vein side. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During eighth inflation at 22 atmospheres for 1 minute, the balloon vertically separated. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified near middle forearm vein side. Two 6.0 x 40, 75cm mustang balloon catheters were advanced for dilatation. During eighth inflation at 22 atmospheres for 1 minute, the balloon vertically separated. Another mustang balloon was advanced, however, during first inflation at 22 atmospheres for 1 minute, the balloon was also vertically separated. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.